Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced reservoir migration, which necessitated a surgical intervention. During surgery, device fluid loss was observed in the reservoir. The entire ipp was removed and replaced. No patient complications were reported.